Event description:
During a follow up call the caller stated that the customer's insulin pump was alarming weak signal and lost sensor while the customer was sleeping. But, when the lost sensor alert occurs the customer is able to find sensor. The caller stated that the customer sleeps on the pump. The caller stated that they cannot recall when the issue last occurred. Since the reported issue was a past event the customer's blood glucose was not reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.